Event description:
Pt was approx 3 weeks post surgery to replace an abiomed pump with an abiomed 5000 lvad. In the cicu, the arterial cannula separated from the pump. The cannula could not be re-attached to the pump or sufficiently occluded and the pt died, likely either from exsanguination or an air embolus.